Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cp was advanced and support was started. It was stated that impella flows were only able to achieve around 2.0 liters per minute. The doctor noted the patients right ventricle was severely dilated and dysfunctional. Repositioning of the catheter was attempted with no change in flow, and continuous suction alarms were received. The decision was made to remove the impella.